Manufacturer narrative:
The download data from the returned device showed that a 0x14 occlusion alarm had been generated by the pod. Inspection of the pod found no damages or manufacturing deficiencies that would result in an occlusion alarm. The exact cause of the 0x14 occlusion alarm could not be determined. During the investigation it was noted that the top and bottom housing was cracked. The timing of the cracks could not conclusively be determined however it could be determined it did not contribute towards the reported symptom code. It was noted that the batteries were depleted. It could not conclusively be determined if the batteries depletion was related to the observed cracks in the housing. The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. The time of the tears in the soft cannula could not conclusively be determined, however it could be concluded that it did not contribute towards the reported symptom code. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level was greater than 13.9 mmol/l (250.2 mg/dl). The pod was worn between 37 and 48 hours on the arm. No information was provided on how the hyperglycemia was treated.